Event description:
It was reported a break and slight bend in powerloc in a complex care patient. It was stated this patient was running maintenance fluid and is not mobile. Additional information received: it was reported "no harm noted to patient, maintenance fluid leakage, although the patient did require a new port insertion with no time for numbing cream and risk of infection still unknown." Additional information received: please describe when this incidence occurred in the workflow process? Rn in to draw blood on heplocked port. When flushing noticed it was leaking. Please describe the area of breakage? Break was complete - at junction on port between tubing and hard end was there drug in line? No, it was heplocked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.1" safestep safety infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a break and slight bend in powerloc in a complex care patient. It was stated this patient was running maintenance fluid and is not mobile. Additional information received (B)(6) 2021: it was reported "no harm noted to patient, maintenance fluid leakage, although the patient did require a new port insertion with no time for numbing cream and risk of infection still unknown." Additional information received (B)(6) 2021: please describe when this incidence occurred in the workflow process? Rn in to draw blood on heplocked port. When flushing noticed it was leaking. Please describe the area of breakage? Break was complete. At junction on port between tubing and hard end. Was there drug in line? No, it was heplocked.